Event description:
It was reported the customer had insulin squirting out during a manual prime. The customer was disconnected during the prime. Customer stated that the piston of the insulin pump continued to move forward after reservoir contact, causing insulin to squirt out. There was no appearance of numbers or audio beeping. The manual prime was not possible. There was no damage to the insulin pump. Customer's blood glucose was 144 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. The prime test could not be performed due to the motor error alarms. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)